Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No constant alarm noted during testing. The insulin pump was unable to verify for operating currents including low battery of no power alarm due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's mother reported via phone call indicating that the customer jumped in the pool with their insulin pump. The customer has a blood glucose level was 218 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.